Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. In the recording period between (B)(6) 2019 and (B)(6) 2020, the right ventricular sensing amplitude fluctuated initially between 14mv and 18mv, in the middle of (B)(6) 2019 the sensing amplitude was recorded intermittently with measurements between 6mv and 17mv. The right ventricular pacing impedance was recorded initially at 700 ohms, before it abruptly rose greater than or equal to 3000 ohms at the end of the recording period. In the available iegm episodes artefacts and oversensing were visible in the right ventricular channel, as well as inappropriate ICD charges and shocks, as indicated in the complaint. The manufacturing process for this device was investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
On (B)(6) 2020, the patient arrived to the hospital after receiving 39 inappropriate shocks due to noise on the rv lead. Therapy was turned off and on (B)(6) 2020, the electrode was capped and replaced.